Event description:
It was reported, the patient ((B)(6)) suffered a heart attack and defibrillation was utilized. Shortly thereafter, the patient's ipg reportedly became inoperable. Surgical intervention was undertaken to explant and replace the device, and effective therapy was recaptured.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.